Manufacturer narrative:
We inspected two opened/used enlite sensors and found both needle hubs separated from sensor's base. We were unable to perform insertion anomaly due to customer returning sensors opened/used. We were unable to confirm adhesive anomaly due to sensors was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she tried to insert a sensor and it broke off. Most recent blood glucose was 230 mg/dl. Customer was able to remove the stuck sensor from the serter. The customer has experienced this behavior with multiple sensors. The sensor would be replaced and returned for analysis.